Event description:
It was reported that the customer experienced a blood glucose (bg) level of 410 mg/dl and ketone level was moderate. The cause of elevated bg was unknown. The customer delivered a bolus via the pump to address bg, and then went to the emergency room. Customer was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released the same day with the issue resolved and no permanent damage. System check with technical support was performed. No issues with the cartridge, insulin or infusion set were identified; pump was functioning as expected.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.